Event description:
It was reported as a general comment that during the use of prostyle devices, the threads [sutures] kept breaking. As it was reported via a general comment, the method used to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.